Manufacturer narrative:
The lead is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete

Event description:
Boston scientific received information that latitude reported multiple red alerts for this system which included an open circuit condition while delivering a shock fault, shock impedance greater than 125ohms for the right ventricular (rv) lead and pacing impedance greater than 2000 ohms for the rv lead and left ventricular (lv) lead. This patient reported receiving a shock when he stepped out of his car onto an exposed wire on the ground. A boston scientific field representative suspects it was a coincidence that the patient stepped on the wire while getting a shock from the device. System evaluation noted noise on the leads during the episode. They were unable to recreate the noise during isometrics and pocket manipulation; however, an intermittent fracture is suspected as there is kinking of all of the leads at the insertion point into the subclavian. The lv lead configuration was reprogrammed lv tip to can which produced normal pacing impedance measurements. The rv lead was explanted and replaced and the device remains implanted as device integrity was confirmed. No adverse patient effects were reported.